Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, a lab titanium adapter was hand tightened to set with difficulty. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. Reportedly, the titanium adaptor became disconnected from the minicap transfer set during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.